Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as the patient reusing a drain bag. The patient was hospitalized for the peritonitis event. Four days prior to hospitalization, the patient complained of unknown symptoms. During the hospitalization, the patient was treated with an unspecified intravenous antifungal medication. During the hospitalization, the patient had his pd catheter removed, pd therapy was discontinued, and the patient was started on hemodialysis. The patient was not retrained on aseptic technique. At the time of this report the patient was recovered from the peritonitis event. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.